Event description:
During an initial implant procedure, the leadless pacemaker (lp) was unable to be separated from the delivery catheter. The lp was explanted and replaced to resolve the event. Following explant, the helix of the lp was observed to be stretched. The patient was in stable condition.